Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 07-sep-2021, it was reported that the patient's infusion set's tubing had detached. No further information available.